Event description:
Pt was revised due to pain and knee laxity. Revision surgery found the insert to have abrasions on the medial side, posterior aspect.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to retrieve the device history records for review and search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported pain and instability; however, provided information stated the size insert selected at primary surgery did not achieve the desired joint stability and was the root cause of the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.